Manufacturer narrative:
User reportedly made a sharp turn in their scooter and fell from their scooter, resulting in stitches. MFR contacted the distributor who stated they trained the user in proper use and provided a user manual which covers these areas. No malfunction is apparent. Device remains in use. MDR filed based on alleged unconfirmed injury.

Event description:
The consumer was on the scooter and made a sharp turn and allegedly turned over, causing her to fall off and cut her arm. The consumer allegedly received stitches as a result of the alleged injury.